Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaging of bd pen needle¿ ultra-fine iii was different from the previous packaging, and the material was used to seal each individual unit was different. The needle length of a bd pen needle¿ ultra-fine iii was longer compared to previous lot.

Manufacturer narrative:
H.6. Investigation: customer returned photos of shelf cartons of 8mm, 31g pen needles without showing the lot numbers associated with the shelf cartons, the tear drop label of the pen needles, or the pen needles. Customer states that the packaging was different from previous packaging, material used for the seal for each individual unit differs, and the needle length was visibly longer. The attached photos were examined and exhibited different graphics printed on each of the shelf cartons. For the reported cat number, a change in the graphics of the shelf carton took place in december 2017. No defects were observed on the graphics on either of the shown shelf cartons. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failures as no defects were observed on the graphics of the shelf cartons shown in the attached photos without displaying the lot numbers, the tear drop labels were not shown, and the pen needles were not shown.

Event description:
It was reported that twenty-four packaging of bd pen needle¿ ultra-fine iii were different from the previous packaging, and the material was used to seal each individual unit was different. The needle length of a bd pen needle¿ ultra-fine iii was longer compared to previous lot.

Manufacturer narrative:
Additional information: describe event or problem: it was reported that twenty-four packaging of bd pen needle¿ ultra-fine iii were different from the previous packaging, and the material was used to seal each individual unit was different. The needle length of a bd pen needle¿ ultra-fine iii was longer compared to previous lot.

Event description:
It was reported that twenty-four packaging of bd pen needle¿ ultra-fine iii were different from the previous packaging, and the material was used to seal each individual unit was different. The needle length of a bd pen needle¿ ultra-fine iii was longer compared to previous lot.